Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received surgical intervention due to a skin irritation abscess that developed under the sensor tape. The abscess was opened and rinsed at a hospital.